Event description:
It was reported that during testing conducted at the manufacturer facility the device was running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer repair technician. Signs of third party work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a probable cause of unintended activation. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.